Event description:
Alleged issue: it was reported that the sutures were snapping at the bullet location when the surgeon was knotting it, leading to slight procedural delay. This occurred during a sacrospinal fixation procedure. The bullet did not fall off the suture. There was no patient consequence or impact to the patient. The patient's current condition is fine.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. The device sample was not received by the manufacturer at the time of this report.